Event description:
It was reported "breakage of the plastic handle part." The device was not in contact with a patient.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.